Event description:
It was reported that on an unspecified date at 8:02 pm, the patient obtained a blood glucose reading of 452 mg/dl, and experienced the symptoms of nausea and moderate ketones. The patient corrected her blood glucose level by taking four units novolog insulin via a syringe. The patient changed the infusion set and found the cannula was bent and leaking. The patient's subsequent blood glucose levels were 389 mg/dl and 300 mg/dl. The pump history revealed two low cartridge alarms, and the patient replaced the cartridge after the second alarm. Troubleshooting revealed there were no air bubbles in the tubing, the pump settings, date/time and basal setting were all correct. The patient's technique was incorrect as the cannula was bent, contributing to under-infusion of insulin. The patient experienced symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, therefore' this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/15/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.